Manufacturer narrative:
Concomitant medical devices: product ID: 3389s-40, lot# va0p46d, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient.(B)(4).

Event description:
A health care provider reported via a manufacturing representative that the patient's system was explanted due to an infection. The patient's indication for use is parkinson's dual and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.